Event description:
It was reported that using a femoral approach during a percutaneous transluminal intervention (pti) procedure of the moderately tortuous, moderately calcified, stenosed right renal artery, the guide wire and guide catheter were positioned and a 3.5 mm balloon dilatation catheter (bdc) was used at the ostium; the 5.0 x 15 mm herculink elite stent delivery system (sds) was advanced but could not cross the lesion; during retrieval to reposition the support guide wire the stent implant was noted to have dislodged from the balloon in the anatomy. The stent was removed inside the guide catheter. The procedure was prolonged for 150 minutes to successfully retrieve the stent from the anatomy. It was noted that a large 12 fr introducer guide catheter was being used and a groin hematoma occurred. The patient had an extended hospitalization. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.